Manufacturer narrative:
(B)(4) evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of issues with an occlusion on their device. The customer stats that their insulin pump fell twice and the tubing on the set appeared to be cut. The customer also states there is a little piece sticking out from the reservoir, about two inches in length. The customer states opening a brand new set of reservoirs, but the device would not prime. The customer is being sent out replacements and is returning the items for analysis.